Event description:
Ball tip micro nerve hook's tip broke off in patient while being used by doctor during procedure. Tip was retrieved by doctor. Per doctor, all pieces of instrument were removed from the patient and patient did not sustain any injury from the instrument breaking.